Manufacturer narrative:
Suboptimal orientation prior to attempted insertion appears to be the most likely cause of failure. As returned, the measured dimensions were found to be within specification. The dovetail feature is compressed; this typically happens when the articular surface is not optimally placed and oriented before attempted insertion using the articular surface inserter instrument. Mfg documentation was reviewed and indicates that the device was mfg, inspected and packaged to specification .

Event description:
It is reported that upon two attempts to implant articular surface, the poly would not fully seat. The surgeon asked for another poly and it was inserted without problems.